Event description:
It was reported that patient had a manipulation under anesthesia due to arthrofibrosis.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation as conducted and the reported nickel allergy, slight varus orientation of 1° tibial component, recurrent arthrofibrotic/hyperplastic local tissue reactions, cachexia and the intraoperative complications are likely contributing factors to the reported events, however, the source of the intermittent systemic rash/reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with the implant but they did resolve after the patellar revision, of note, the scarring and arthrofibrosis continued. The patient impact cannot be concluded because the cause is multi-factorial: the reported nickel allergy, that "she tends to form scar tissue rather quickly", osteoporosis, chronic pain and steroid use. The cause of the reported symptoms, (1st) partial revision, intraoperative complications x 2, manipulations x 2, and expected future (2nd) revision cannot be determined. Should additional clinically relevant documentation/information be provided, the clinical/medical investigation may be re-evaluated. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.